Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link communicates properly to the pump noted. No unexpected lost sensor signal alert noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 200 mg/dl at the time of incident. Stuck button troubleshooting was performed and customer stated that they were unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported a lost sensor signal alert. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.